Event description:
It was reported that the patient presented for a device change out procedure. Prior to the procedure, noise was noted on the right ventricular lead. During the procedure, it was noted that the lead was fractured. The lead was capped and replaced on (B)(6) 2017. The patient was in good condition post-procedure.